Event description:
They found the product had broken. He had treatment in another hospital.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Review of provided patient x-rays by a group product director finds the patient had a six month old non-union of the humerus. It appears that the plate either failed from fatigue due to the non-union or the patient suffered another traumatic event. Review of receiving inspection documentation confirms the (B)(4) inspection sample conformed to all specification criteria. The lot was released to distribution as a (B)(4) piece lot and as no other reports have been received, this incidence is considered isolated. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.